Manufacturer narrative:
1. According to the information description, it is identified that the sample with the white septum falling off is the one that is not available in the CT room. 2. DHR/bhr review(lot#2354422): 1)this batch of products were assembled at intima ii auto line 3 in january 2023, and packaged at r240 package line in january 2023. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. No actual samples and pictures returned. 4. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 5. This device (sku 383069) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no actual sample returned, and the forcing of the liquid through the device during CT examination is unknown, the root cause of the septum falling off cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that the bd intima-ii¿ prn y adapter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient was escorted to the CT room for examination. Colleagues in the CT room informed that the indwelling needle was unavailable and a new needle was placed for examination. After the patient returned to the ward, he checked the original indwelling needle and found that the white isolation plug of the indwelling needle had fallen off and the liquid leaked out when the tube was flushed. If not detected in time, there may be a risk of extravasation of the contrast agent and exposure of blood.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.